Event description:
User reported that the device triggered a false positive bubble detection. A back up was used to complete the case successfully. We consider blood flow interruptions to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
Sensor arrived intact with only light cosmetic scratches. The fault was unable to be reproduced during testing. The logs were not available for review.